Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had tubes/extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: "before use, the customer found 1ea tube was damaged".